Manufacturer narrative:
(B)(4). Date sent: 01/17/2020 additional information was requested, and the following was obtained: how much blood did the patient lose? Unk, just oozing were any blood products or transfusion required? No was a laparotomy required to control the bleeding? No what is the current patient status? Unk was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? No.

Manufacturer narrative:
(B)(4). Batch # unknown. Reload lot no. R40n6t, p4t728. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please provide more event details? How much blood did the patient lose? Were any blood products or transfusion required? If so, please explain. Was a laparotomy required to control the bleeding? What is the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? If yes, please explain.

Event description:
Partial fire&malformed staples&low battery. It was reported that during the endoscopic pancreatoduodenectomy surgery,could not fire farther after fired a half on the 1st firing. Changed another one,after fired, noted the staples malformed and oozing. Used suture to oversew and stop oozing. On the 3rd firing,could perform firing, but with abnormal weak sound and staples were malformed. Used suture to oversew. There was no patient consequence reported. No additional information can be provided.